Manufacturer narrative:
The device passed testing by the touchscreen responding as expected and no squealing sound was heard. Add'l testing found corrosion on the top and bottom of the touchscreen. The probable cause of the customer reported unresponsive touchscreen was fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen freezes, was unresponsive and had a squalling sound. The customer reported the device had to be powered off to stop the squealing. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.